Event description:
Failure to osseointegrate. We have received new information about patient ID and the qn has been updated. Hence this updated report.

Manufacturer narrative:
We have received new information about patient ID and the qn has been updated. Hence this updated report.

Event description:
Failure to osseointegrate.